Event description:
It was reported that during a coronary stenting treatment procedure, the catheter froze on the wire. While attempting to thread the stent delivery system over the non-bsc wire, the 3.50x24 mm liberte bare metal stent was unable to thread properly and became locked up on the wire. The physician removed both devices as a unit. The procedure was successfully completed with another taxus stent. No patient complications were reported. Patient status reported as "good."